Manufacturer narrative:
Sensor kit expiration date is 31-mar-2021. The medical event associated with this case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "scan again in 10" message for more than two hours and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of sugar by his wife. There was no report of death or permanent impairment associated with this event.